Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
After iabp for four days, the pump alarmed "helium leak" and "high pressure". Blood leaked into the iab catheter and the iab was removed. (Event complications: none from the event - reported 2/12/97.) (Pt's current status: unk-rpt'd 2/12/97.)